Manufacturer narrative:
Investigation summary: visual inspection revealed that there were no signs of usage, no non-conformities, and no evidence of blood. Resistance measurements were out of specs. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device did not pass the pre-cautery test; it did not produce energy or steam. Based upon these findings, the reported failure, "no power" was confirmed. A lot history record review was completed for the product. There was no nonconformity which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, the vasoview hemopro endoscopic vessel harvesting system did not work; it did not test properly. A new kit was used to complete the procedure. There was a delay to the case with no additional pt effects reported. The product was returned.